Event description:
It was reported that: "the needle did not fit the syringe well - it wobbles - not supported by syringe. The surgeon said he also previously had the wobbly needle/syringe situation." Associated complaints 9680794-2024-00734.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The kit was missing the gown. Also said the needle "did not fit the syringe well - it wobbles - not supported by syringe" also said a nurse mentioned the gown not being included one other time last week, and the surgeon said he also previously had the wobbly needle/syringe situation. Nothing was saved except lidstock from yesterday's reported issue. Please let me know if this lidstock needs to be returned. I don't believe I can fill out complaints for the reports from last week, but this background can be added to the complaint. Please read attached notes associated complaints 9680794-2024-00734.

Manufacturer narrative:
(B)(4).